Manufacturer narrative:
Additional information was received on january 23, 2019, which provided information that extended hospitalization was not required as a result of the event. A CT scan was completed. The patient¿s outcome was improved. The physician did not provide a causality opinion. The force visualization feature used was graph. The parameters for stability used with the visitag module was 3s 3mm. The additional filter used with the visitag module was fot 25% 3g + respiration. The color option used prospectively was ablation index. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Correction was noted to the 3500a initial report as the manufactured date and expiration date were omitted. Therefore expiration date and manufactured date have been populated. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30088292l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with two thermocool® smart touch® sf bi-directional navigation catheters and suffered a cerebrovascular accident. During the procedure, no issues were detected. One day after the procedure, the patient developed disturbances of the visual field evolving to a right lateral homonymous hemianopia with a partial recovery in acute. A cerebral scanner, ECG control and echocardiographic control were performed. It is unknown if any other action was taken. There¿s no information regarding extended hospitalization, patient¿s outcome or physician casualty opinion. The activated clotting time (act) was of 295 seconds during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.